Event description:
It was reported the pt is experiencing persistent pain at his ipg site. An sjm rep met with the pt and reported his ipg appears to have moved, which is irritating his skin.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.